Manufacturer narrative:
Disregard the initial emdr suspect has been changed from an instrument to a disposable.

Event description:
It was reported during a blood infusion that the tubing leaked on the telemetry unit. The tubing was discarded by the staff after the leak and it is unknown if the leak occurred before, during, or after use. It is unknown if the patient and/or staff were exposed to the blood after the leak. No patient harm occurred.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported during a blood infusion that the tubing leaked on the telemetry unit. The tubing was discarded by the staff after the leak and it is unknown if the leak occurred before, during or after use. It is unknown if the patient and/or staff were exposed to the blood after the leak. No patient harm occurred.